Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a (B)(6), male patient who was receiving hydromorphone 1mg/ml at 0.4 mg/day via an implantable pump for non-malignant pain and chronic low back pain. Interrogation of the pump showed a motor stall occurred on (B)(6) 2016. As a result, the patient experienced an increase in pain and withdrawal-like symptoms, so he went to the hospital. The patient did not recently have a magnetic resonance imaging (MRI). On (B)(6) 2016, the patient was in the hcp's office and his pain was doing better. The patient was not a candidate for surgery (not well enough, so they disabled the pump with the passcode. No other troubleshooting, actions or interventions were taken. The cause of the motor stall was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.